Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the device appeared clean. There were no cracks identified on the device. Tubing was not kinked. However, an aneurysm in the tubing was noted 31.8cm from the distal tip of the luer. No anomalies identified with the quick release button. Pressure gauge aligned with zero. Functional/performance evaluation: the device was filled with water for functional testing. The device was purged of air and attached to an in-house pressure gauge. The handle was rotated slowly increasing the pressure of the device. It was noted that the pressure gauge on the device did not show an increase in pressure at the same rate as the in-house pressure gauge. The pressure was released from the device. The handle was rotated at an increased speed increasing the pressure in the device. It was noted that a delay in the pressure gauge on the device could be noticed at the increased speed. The pressure gauge of the device was removed and examined under black light. Excess glue could be seen in the filter of the pressure gauge. No anomalies were noted to the other components of the device. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is confirmed for the device operating differently than expected, as the excess glue on the filter of the pressure gauge led to the gauge not operating correct. Excess glue was found to be in the filter of the pressure gauge of the device. The manufacturing facility has changed the gluing method and rejection criteria for the device in manufacturing. The process was validated. Labeling review: the current IFU (instructions for use) state: precautions: carefully inspect the device prior to use to verify that it has not been damaged during shipment. Do not use if device damage is evident. Discontinue use of the device if damage, malfunction or contamination is suspected during use. For experienced physician use only. Method: pressure testing (addition). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during initial inflation, the inflation device allegedly would not inflate the balloon and allegedly did not read any pressure. It was further reported that another inflation device was used to successfully inflate the balloon and complete the procedure. There was no reported patient injury.